Event description:
A hospital pharmacist reported that during surgery, air was sufflated without being planned. Numerous attempts have been made to gather additional information regarding the event and potential impact to the patient, but no information has been provided.

Manufacturer narrative:
A sample is expected, but has not yet been received for evaluation. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).